Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was loose but not bent, the recharger was not charging and not charging the ins, and the ins was depleted. It was reported that the patient could not plug the desktop charger in right side up. Patient was issued a new desktop charger and recharger. Additional information received stated that the new equipment fixed the issue and everything was charging and working. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.